Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af283 with lot number 77083 were returned and analyzed. The data files showed at least 6 applications were performed with the returned balloon catheter on the date of the event. System notice (B)(4) ¿the safety system has detected fluid in the catheter and stopped the injection¿ was triggered on one application. Also, the patient files showed that 15 applications were performed with a second balloon catheter. System notice (B)(4) ¿the balloon is not sufficiently inflated¿ was triggered on one application. Visual inspection of the returned balloon catheter showed the catheter was intact with no apparent issues. The performance test could not be done due to persistent system notice (B)(4). Dissection showed a guide wire lumen kink and breach at 1.14 inches from the tip inside the balloons. The reported system notice (B)(4) was confirmed through data analysis and testing. The balloon catheter failed the returned product inspection due to the guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The system notice was resolved by replacing the balloon catheter. Additionally, a system notice was received indicating that the balloon inflation pressure was not reached in time. This notice resolved after touching the "continue" button. The case was completed with cryo. No patient complications have been reported as a result of this event. The balloon catheter subsequently tested out of specification per the manufacturer's investigation.